Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investgiation. Through visual inspection, particles are observed within the syringe. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for reported lot 2504078 , no deviations or non-conformances were identified during the manufacturing process. Six retained samples were also examined, and no particles or contamination were observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: device in question: 3-piece 50ml luer lock centre bd plastipak syringe ref: 300865, batch: 2504078. Description of the incident: while preparing a propofol injection, the nurse noticed, once the syringe was filled, macroparticulate contamination visible to the naked eye inside the syringe. The syringe has been used but is not contaminated with blood or cytotoxic products. However, it is filled with propofol (an anesthetic).